Event description:
A caller (who declined to give her name) stated that a tool used to extract black heads from pts was soaked in cidex opa and caused a blue stain on the pt's face. F/u with the customer (who indicated that she was the pt), revealed that the staining has gone away. There is no other sequelae to the event. The pt is doing fine. The caller stated that the cidex is diluted with water and is not tested. The tool used on the pt is a stainless steel instrument with a plastic handle. The tools are not prewashed after being used. The tools are used on the pts, then are placed in the diluted cidex opa until the next use, which could be several days. The caller was also informed that the recommended soak time for opa is 12 minutes.

Manufacturer narrative:
Conclusion code: other: asp assessment. The customer care center (ccc) reviewed the msds and the instructions for use (IFU) with the customer regarding first aid measures for skin contact and proper use of the solution, along with testing the solution with test strips. Further f/u was made to the facility and it was reported that the pt's staining had gone away. There was no other sequelae to the event. The cidex opa instructions for use (IFU) provide instructions for rinsing of devices following disinfection. Failure to follow rinsing instruction exactly has resulted in reports of chemical burns, irritation, and pt staining. No lot number was provided for this complaint and no samples were returned for evaluation. A review of the trend for cidex opa complaints for the problem code "hr-staining" is low. A review of the failure mode efficacy analysis (fmea) for cidex opa indicated the overall risk number (risk priority number) associated with similar issues is below the threshold of 100. In addition, a health hazard evaluation (hhe) was reviewed for similar symptoms. Due to the low occurrences and low health/risk index, no further action is required. Asp will continue to monitor for trends.